Manufacturer narrative:
'A repositioning by 0 degrees was also reported post-operatively - this is not clear.' Patient code 3191: secondary surgical intervention, repositioning. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial, with clear surgical residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight - unk; ethnicity- unk; race - unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.50/2.0/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was removed and exchanged due to refractive surprise. The problem was resolved.